Event description:
It was reported that right ventricular (rv) lead had displayed high thresholds since implant and had gradually risen. The lead also displayed high impedance. As the patient was scheduled for a fontans procedure, the decision was made to revise the lead at the same time. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).